Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was distorted and broken as it was advanced through the injector with cartridge. The haptic came out severed from the optic and the optic was ¿crushed¿ surgeon cut the lens out and placed another without incident. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).